Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the essure implants are not visualized"), pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 53-year-old female patient who had essure (batch no. C59248) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, hypothyroidism, gerd, neuropathy, diabetes mellitus, kidney stone, vitamin deficiency, urinary incontinence and uterine fibroid. Concomitant products included enoxaparin sodium (lovenox). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), abdominal distension ("bloating") and abdominal pain lower ("lower quadrant pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (total vaginal hysterectomy and laparoscopic bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, dysfunctional uterine bleeding, abdominal pain, vaginal haemorrhage, menorrhagia, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device dislocation, dysfunctional uterine bleeding, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the events abnormal vaginal bleeding, menorrhagia, bloating, lower quadrant pain,dysfunctional uterine bleeding and the essure implants are not visualized were added.lot number,reporters,concurrent condition,concomitant medication added. On (B)(6) 2018: fu 1 and 2 process together incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the essure implants are not visualized"), pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 53-year-old female patient who had essure (batch no. C59248) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, hypothyroidism, gerd, neuropathy, diabetes mellitus, kidney stone, vitamin deficiency, urinary incontinence and uterine fibroid. Concomitant products included enoxaparin sodium (lovenox), folic acid, hydrochlorothiazide, lorazepam, metformin, oxycodone, paracetamol (acetaminophen) and trazodone. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("lower quadrant pain"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total vaginal hysterectomy and laparoscopic bilateral salpingo-oophorectomy.), surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (total vaginal hysterectomy and laparoscopic bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, dysfunctional uterine bleeding, menorrhagia, abdominal distension and abdominal pain lower outcome was unknown and the abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device dislocation, dysfunctional uterine bleeding, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 26-jul-2018: plaintiff fact sheet received. Events outcome for abdominal pain and vaginal bleeding was updated. Lab data updated. Historical, concomitant drugs,conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the essure implants are not visualized"), pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 53-year-old female patient who had essure (batch no. C59248) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high, hypothyroidism, gerd, neuropathy, diabetes mellitus, kidney stone, vitamin deficiency, urinary incontinence and uterine fibroid. Concomitant products included enoxaparin sodium (lovenox), folic acid, hydrochlorothiazide, lorazepam, metformin, oxycodone, paracetamol (acetaminophen) and trazodone. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("lower quadrant pain"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total vaginal hysterectomy and laparoscopic bilateral salpingo-oophorectomy.), surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (total vaginal hysterectomy and laparoscopic bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, dysfunctional uterine bleeding, menorrhagia, abdominal distension and abdominal pain lower outcome was unknown and the abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device dislocation, dysfunctional uterine bleeding, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.